Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's battery was only lasting a day. A replacement battery cap did resolve the issue. Customer's blood glucose level was 109 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan if needed. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The reservoir icon functioned properly during testing. No rewind anomaly noted. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.